Event description:
Reporter called with complaint that in early 2022 while undergoing surgery for breast cancer, biozorb was implanted into her right breast without her permission and/or request. She learned about the biozorb implantation eight months post surgery. Since then, she has been experiencing symptoms of vertigo, imbalance, disorientation, hair loss, muscle cramping, and has the feel or sensation of that being drugged. Reporter wants the device explanted but was told that it cannot be removed. This experience has caused her anxiety and depression where she is presently seeing a therapist. Date of implant: (B)(6) 2022.